Event description:
It was reported to vyaire medical that the vela ventilator had a loose connection causing the ventilator to have a vent inop alarm. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the issue was resolved reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.